Manufacturer narrative:
The reported events of capsular contracture and ptosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown and ptosis.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown and ptosis. Device has been explanted and replaced.

Manufacturer narrative:
Continued: e1: state: bc zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported textured to smooth exchange and rupture. This record is for the left side. Device remains implanted.